Event description:
During dialysis treatment, pt presented with chills and fever, blood culture positive for enterobacter cloacae, which the pt had first been diagnosed with on 1/16/97. Pt developed intradialystic fever, chills and rigors and was admitted to hospital for removal of catheter. Vanco and tobra were administered to the pt.